Event description:
Case of fracture reported by dr. (B)(6). The filter was in for 18 months. The indication for the filter implantation was pulmonary embolism with impossibility to implement an anticoagulant treatment before brain surgery. An anchoring leg penetrated the cava and ultimately fractured. The filter was removed and saved. The leg was outside the cava and therefore could not be removed. Dr (B)(6) confirms that the fracture could be related to the penetration of the leg in a vertebral disc, leading to the fatigue of the metal. Despite several attempts (request by email to the distributor clinical tech), we cannot get more information from the initial reporter regarding the device and the event.